Manufacturer narrative:
Based on the current information, the cause of the pneumothorax cannot be determined. An intuitive surgical, inc. (Isi) senior failure analysis engineer conducted a review of the site's system logs for the reported procedure date. Investigation revealed that no related system errors that were relevant to the reported event occurred during the procedure.

Event description:
It was reported that the patient underwent an ion endoluminal lung biopsy procedure and developed a pneumothorax which required chest tube placement and hospitalization. The target nodule was about 0.7 cm in size and located in the left upper lobe, apicoposterior segment. Ultrasound bronchoscopy (ebus) was used to perform staging. Instruments used during the biopsy included a 21g flexision biopsy needle. It is unknown if the pneumothorax was identified during or after completion of the procedure. The patient was hospitalized for an unspecified period of time. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information; however, no further details have been received as of the date of this report.